Event description:
Information received indicates the left foot siderail would not latch.

Manufacturer narrative:
The technician found the siderail latch block was gummed up with liquid from a food pump. He cleaned the siderail latch assembly to repair the bed.